Event description:
Ref comp # (B)(4). Update: fujifilm healthcare americas corporation received new information from service that the pateint had 1st degree burn. In section f10, health effect - clinical code (e) is updated to 2685 and 1757. Initial importer MDR 1000513161-2025-00030 was submitted due to the unknown extent of patient burn on (B)(6) 2025.

Event description:
On 07/12/2025, fujifilm healthcare americas corporation was informed of an event involving echelon xl MRI system. During an exam on the echelon xl MRI system using the anterior coil, the patient experienced a burn. The patient was wearing scrub shorts. The coil was placed directly on the patient, resulting in skin-to-coil contact at the knee and skin-to-scrub shorts contact on the femur. 1/4" padding was not used between the coil and the patient, as outlined in fujifilm mr patient warming prevention plan. The patient showed a red area on the skin. The technologist removed the patient from the machine, placed padding between the coil and the patient's legs, and completed the exam without further problem. Due to the unknown extent of patient burn, fujifilm healthcare americas corporation is reporting this event in abundance of caution.

Manufacturer narrative:
Ref comp #(B)(4).